Event description:
Patient with recent triple vessel disease had open heart surgery on (B)(6) 2015, began to have afib. Patient started on cordarone drip on (B)(6) 2015. Drip calculations (rate and dose) were correct. Appears that the medication infused quickly resulting in the patient becoming hypotensive and hypoxic and went into respiratory distress requiring ventilator support intervention. Possible pump failure. The patient's condition deteriorated and the patient expired on (B)(6) 2015.